Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed to check empty tubing or reservoir pump stopped error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months. The reported problem could not be duplicated but was confirmed with event logs history. The probable cause of the reported problem was unknown. Replaced downstream occlusion (dso) sensor as a preventive measure. The device passed all functional tests post repair.